Event description:
Patient had an injury in the middle section of their back that could be a 2nd degree burn. There was a blister with an open area. Injury was the "size of a piece of paper". Medical treatment was provided with silvadene and biatene foam covering. Kimberly-clark has no first hand knowledge of the allegations but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
Kimberly-clark conducted an investigation visit at the hospital site. The nurse who reported the event, indicated that the injury could be a pressure injury rather than a burn. The staff indicated the patient had a kyphosis (hump back) that corresponded to the skin injury site, and that this could have caused a significant pressure point across the back during his surgery. A second nurse who treated the patient indicated she believed the injury was a pressure injury, not a burn. The investigation also revealed that the thermal pads of the device were not placed on the patient properly according to the directions. Finally, the unit temperatures were not properly adjusted by the staff during the surgery, so that the patient was exposed to 41 degree temperatures for much of his 9 hour surgery, rather than 38 degrees, which could have exacerbated skin irritation over time.